Event description:
When pulling back on the syringe, technician noticed the seal on the rubber allows air to enter, therefore not functioning properly. They can't get any contract into the syringe because it pulls air. No sample returned for inspection.

Manufacturer narrative:
No patient injury was reported to the MFR. Problem was found with device prior to use.